Event description:
Patient states finger became bent and painful after accident involving bus and tractor trailer. They were bus passenger. Clutching seat bar in front of them at time of impact. Now complaining of pain (persistent discomfort) and decreased function and flexion. Finger is bent.